Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
This is filed to report during the procedure, the gripper arms would not raise due to a gripper line break. It was reported that the initial mitraclip procedure was performed on (B)(6) 2015 to treat degenerative mitral regurgitation (mr). One clip was implanted reducing mr. On (B)(6) 2019, a second procedure was performed to treat increased mr of 4. A clip delivery system (cds) was advanced to the mitral valve and the clip was to be placed medial of the previously implanted clip. Grasping was performed but the gripper arms would not raise. Troubleshooting was performed but was unsuccessful because the gripper line broke inside the device. Therefore, the clip was deployed where it was placed. An additional clip was implanted, reducing mr to 2+. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported gripper line break was confirmed via returned device analysis. The reported gripper actuation issue could not be tested during the returned device analysis due to the state of the returned device (clip not returned, only the broken gripper line returned). The deformation of gripper line was confirmed via scanning electron microscopy (sem) analysis, and was due to compressive stress. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents reported from this lot. All available information was investigated, and the reported gripper actuation issue and deformed gripper line appears to be the cascading effect of the gripper line break. However, a definitive cause for the reported gripper line break could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.